Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and a pairing failure was found within the investigation window. The allegation was confirmed. Signal loss greater than one hour. The reported event of a pairing failure is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.